Manufacturer narrative:
B5-updated information: on (B)(6) 2022 the lens was exchanged with a longer lens. See MFR file# 431910 for replacement lens. The cause is reported as a patient-related factor: "very unusual vault result. Wtw on pentacam was 11.2, topolyzer was 11.57, iolm700 was 11.6. Placed 12.6 but was considering 12.1. Vault low from outset." H6-device code 1494: acd<3.0mm. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a medicine cup. Visual inspection found no visible damage to the lens and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter into the patient's right (od) eye on (B)(6) 2021. The surgeon reports minimal vault.

Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event-unk. Claim# (B)(4).